Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed as a result of corroded buttons and keypad traces. In addition, the device had a frozen display due to corrosion on the liquid crystal display board.

Event description:
It was reported that the insulin pump alarmed and had a frozen display. Troubleshooting was performed. It was found that the device was submerged in the water while the customer was swimming. The mother stated that the battery was remove and reinstalled, but the device alarmed had a frozen display. No further info was provided.